Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn. The device is still implanted in the patient and no part or lot numbers were provided. This report is for an unknown quantity of unknown screws.

Event description:
The patient and his wife reported a broken cortical locking plate the patient was reportedly implanted with a 2.5mm cortical locking plate and multiple 5.0mm locking screws on (B)(6) 2012, after being involved in a motorcycle accident to treat a compound femoral fracture of the left leg. The part and lot numbers and quantity of screws implanted are unknown. After implantation surgery, patient was prescribed a bone stimulator. The patient was told to discontinue use of the bone stimulator after a follow up appointment on an unknown date during (B)(6) 2013. The patient experienced pain and swelling of left leg on (B)(6) 2013 returned to the surgeon''s office on (B)(6) 2013 for an exam. The surgeon was not available to examine the patient on that date but an x-ray was taken. The surgeon followed up with the patient on (B)(6) 2013 and informed the patient there was nonunion of the femoral fracture and that the plate was broken in the middle. Patient was advised to start using bone stimulator again to follow up with the surgeon on (B)(6) 2013 for additional tests and treatment options including possible hardware removal or revision. This report is for an unknown quantity of unknown 5.0 mm locking screws. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
MDR rescinded based on no allegation of complaint against devices.

Event description:
Additional complaint event, patient and part information were received on february 26, 2014. The patient underwent revision surgery on (B)(6), 2014 to remove the broken plate, part number 02.124.411, lot number, 7506546 and 13 associated screws from the distal femur non-union. During removal of the screws from the plate the surgeon noticed one of the 4.5mm cortex screws, part number 214.846, lot number unknown, had broken as he removed the screw. The head of the screw was retrieved but the shaft portion of the screw was left in the patient. The remaining screws were removed and then the plate was removed. The plate was confirmed to be broken at the second distal shaft hole. A screw was not used in this hole of the plate. After the plate was removed the 3.5mm cortex screws were removed from the distal femur. After the hardware explantation, the surgeon implanted the patient with a retrograde nail, part and lot number unknown, to treat the non union. The complaint is alleged against the broken plate and screw. There is no allegation of complaint against the two 3.5mm pelvic cortex screw self-tapping 85mm, therefore, the medwatch reports previously filed for these devices are hereby rescinded. This follow-up report #2 is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information was received from patient's wife and synthes sales consultant on 9/10/2013 and 9/11/2013 respectively.

Event description:
Additional information was received on september 10, 2013. The wife of the patient reported after a follow up visit to the surgeon on (B)(6) 2013, it was determined the plate and associated screws will have to be removed at some point in the future but revision surgery has not been scheduled. The patient is going to continue use of a bone stimulator and take vitamin d supplements for the next six weeks in the hope that fusion of the fracture will continue before additional surgery is performed. The patient is not able to walk without the use of crutches and is in pain. The complaint is alleged against the broken plate and not the associated screws. The plate and screw parts numbers were obtained on september 11, 2013. The two previously unknown screws are now identified as part number 204.685. The lot numbers are still unknown. Further MDR reportability evaluation determined the screws are concomitant products that did not contribute to the complaint event. The initial MDR submitted for these parts has, therefore, been rescinded. This follow up report is for two, 3.5mm pelvic cortex screw self-tapping 85mm. This follow up #1 is 1 of 1 for (B)(4).